Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ('pid') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2012, the patient experienced rash ("rashes") and abdominal pain ("abdominal pain"). In 2015, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). On an unknown date, the patient experienced disturbance in attention ("not focusing mentally") and allergy to metals ("nickel level is high, nickel allergy"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic inflammatory disease, rash, abdominal pain, disturbance in attention and allergy to metals had not resolved. The reporter considered abdominal pain, allergy to metals, disturbance in attention, pelvic inflammatory disease and rash to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 27-jan-2020: this case found to be duplicate of case (B)(4), hence this case (B)(4) should be deleted from argus central. All information was transferred to the case (B)(4) which will be retained. New: references details were added. This non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pid (pelvic inflammatory disease). This event is serious due to medical importance and listed in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, this event was diagnosed about 3 years after essure insertion and it occurred after 4 weeks post insertion. Therefore, a causal relationship between this event and suspect insert can be excluded. Neither hospitalization nor surgical intervention was reported hence this case is regarded as non-incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.